Event description:
It was reported that the patient was seen in clinic and the issue was resolved by interrogating the implantable cardioverter defibrillator, indicating that it was a bluetooth telemetry lockout. The pairing was restored. There were no patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.